Event description:
Patient's father contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had affected lot in home. Father reports one episode of vomiting at midnight approximately 12 hours after last IV infusion and heparin flush. Denies any other problems/symptoms. A week later - follow up with mother who reports no continued vomiting with new bd brand heparin flushes. Dose or amount: 300 units = 3ml, frequency: daily or ud, route: IV. Dates of use: 15+ days. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.